Event description:
The consumer reported the following change in therapy: stimulation in undesired location. It was stated they had the stimulation for lower back pain, but for the last few days it wasn¿t in the back. The stimulation had been in the front thigh and the side of the calves. No trauma or falls were reported that could be related to the issue. The consumer hadn¿t changed the program and hasn¿t increased the stimulation. It was noted they had been working and lifting and bending. The consumer stated last night it was like they had restless leg syndrome. Additional information received from the consumer reported they were supposed to meet with the manufacturer representative (rep) on (B)(6) 2016, but they had cancelled the appointment. It was noted they were meeting with the rep to have the device ¿repaired.¿ the patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.